Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported on 28-jul-2017 that the hickman was inserted on (B)(6) 2016. The catheter burst on (B)(6) 2017. The catheter was repaired but within 10 days the catheter burst again. The second repair is now leaking from under the sleeve site. There was no reported patient injury.